Event description:
It was reported that during an atrial fibrillation (afib) procedure, the patient became hypotensive and a perforation was noted. Also noted was a pericardial effusion. A pericardiocentesis was performed and the patient was sent to surgery. Upon request, additional information was provided on the event. The event was possibly life threatening. While mapping and ablating in the left atrium with the ez steer thermocool sf navigational catheter, the patient¿s pressure started dropping. The physician noticed a small pericardial effusion. The perforation was in the left atrium. A pericardiocentesis was performed and the patient was transferred to the or for a pericardial window. The issue occurred during either mapping or the ablation phase. The physician experienced difficulty in manipulating the catheter. The physician¿s opinion regarding the causality was possibly procedure related due to manipulation of the catheter. There were no other factors that might have contributed to the event. The physician did not experience any abnormal signals. The patient received 5 ablations before the event. The rf generator was set to power control mode at 30w. The temperature cut off setting was set to the default for sf at 40c and the flow setting was set to 8cc/min. The sheath used with the ez steer thermocool sf navigational catheter was the agilis sheath. The act was maintained at 300-350s. The patient¿s updated health status is unknown. It was thought that the patient required extended hospitalization. The prognosis for the patient is unknown.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No.: (B)(4).

Manufacturer narrative:
Concomitant products: carto 3 system: model #:m-4800-01, serial #: (B)(4); stockert 70 system: model #: m-5463-01, serial #: (B)(4); soundstar: model #: m-5723-05, lot #: 10846835000139. (B)(4).